Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level was 478 mg/dl. It was reported that customer ate breakfast but did not recall that they put a bolus for their meal this morning due to this blood glucose level went up. The customer also reported that received calibration not accepted, change sensor and sensor updating alerts. The insulin pump will not be returned for analysis.